Event description:
It was reported that the non-abbott predilatation balloon inflated and deflated slowly. The vision stent delivery system (sds) was easily advanced to the predilated target lesion in the moderately calcified, mildly tortuous, mid right coronary artery. The sds was inflated once to 16 atmospheres during stent deployment without issue. The sds balloon was unable to be deflated with the inflation device after the stent was deployed in the target lesion. Both the nurse and the physician thought that the deflation issue was due to the thick contrast. A 20 cc syringe was used to remove the contrast from the sds, deflating the balloon. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Isoview contrast; inflation device: indeflator; predilatation catheter: 2.5x15 otw sprinter. It is indicated that the device was discarded and is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.